Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact on that customer's blood glucose level. To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin delivery.